Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: unknown, ubd: unknown , UDI#: unknown. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller reports pt had the interstim removed on (B)(6) 2021. Caller reports pt had the system removed b/c "efficacy was significantly reduced during the last year". Caller believes this is referring to 2021. Pt is needing MRI. Caller states the pt had the interstim system explanted however a portion of the lead remains implanted as it "snapped" during explant and they couldn't remove the lead tip from pt. Tss redirected caller to medical affairs.